Event description:
The user is questioning the presence of an artifact detected by the device during deployment.

Manufacturer narrative:
(B)(4). Method: product eval pending. Issue is being reported due to pt involvement.